Event description:
It was reported that the patient presented in clinic for routine check. It was noted that the patient's right atrial (ra) lead had chronic high pacing impedance and it was discovered that it had a loss of capture. There was suspected ra lead fracture but it was not confirmed. The physician elected to reprogram the device to backup mode and deactivated the lead. There were no patient consequences.